Event description:
It was reported that the pulse generator exhibited backup vvi operation via transtelephonic monitoring. The patient was brought into the clinic for further assessment. A device software download was successfully performed. The patient was asymptomatic.